Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lumbar degeneration underwent lumbar internal fixation. Intra-op, crosslink could not be locked. Product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: a functional review of the crosslink does not reveal a failure at this time. The event could not be repeated. If information is provided in the future, a supplemental report will be issued.